Event description:
It was later reported that the patient had morphine in their pump for 1.5 years and it was the best relief she has had. It was alleged by the patient that a pharmacy employee stole their morphine and replaced the drug with methadone. The patient was given the methadone in their pump. The patient had emergency surgery to remove the pump. It was noted that the patient now has a hunch back due to the experience. It was a traumatic experience for the patient and they elected not to get another pump. The patient had been on methadone for 14 years and all the patient¿s teeth are gone. The patient reportedly does not get pain relief from the methadone. It was noted that the patient falls several times a day. The patient reported that the pump therapy worked for their pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s health care professional (hcp) was putting the incorrect drug into their pump and it caused the patient to become paralyzed. The patient was in the hospital for ¿some time¿ before they removed the system. The patient thought it was fall of 2000 and could not remember what hospital the procedure occurred. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l57099, implanted: (B)(6) 1999, product type catheter. (B)(4).